Event description:
The patient's primary care physician reported that the patient had been experiencing an increase in seizures. The patient's husband indicated that the magnet is still effective in aborting the patient's seizures. The patient's husband reported that the seizures are approximately the same as prior to vns; however, they may be a little more frequent. The patient experienced approximately 2 seizures per day when previously she experienced 1-2 seizures per week. The patient has not experienced any changes in vns therapy or medications that may have caused or contributed to the increase in seizures. The patient's husband reported that approximately 2 weeks ago the seizures started with an increase in tremors then a loss of balance then the patient's legs would feel like "rubber" which progressed to falling and then passing out. The patient returns to her normal functional state after sleeping for 2 hours. The patient's husband reported that with vns therapy the patient would have approximately 2-3 seizures a year and sometimes would go as long as a year without a seizure. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.

Event description:
The patient's neurologist indicated that the patient's seizures increased within the past year. The neurologist reported that the vns is "working fine". The patient has been placed on keppra and the neurologist has not heard from the patient since. The neurologist indicated that there was no relationship between the increase in seizures and vns therapy. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the patient's increase in seizures.